Event description:
It was reported the epg (external pulse generator) was dropped, and the ventricular connector and case surrounding it were broken. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector and lower case were broken. It was also noted that the upper case was broken, the battery release was contaminated, two side bail covers were missing, the lead flex cover was contaminated, three case screws were missing, the battery contacts were compressed, two side bails were missing, the battery drawer was contaminated, the battery flex was contaminated, the heart lead flex was contaminated, and the display was out of electrical specification. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).